Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification and the customer reported issue could not be reproduced during evaluation. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not create drips in the drip chamber or put any fluid and alarmed downstream occlusion. The problem occurred during testing at the biomed service department.. There was no patient involvement. No additional information is available.